Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a call service alarm (cs 064) issue. It was reported that the pump emitted a cs 064 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: the device has been returned and evaluated by product analysis on 07/11/2017 with the following findings: review of the black box data and alarm history revealed several call service alarm (064) recorded on the reported date of (B)(6) 2017. On investigation, the pump was exercised for 24 hours without duplication of the call services alarm (064). The pump was opened for investigation and did not reveal any evidence of damage, defect or contamination of the interior components. Unrelated to the original complaint, the battery compartment was noted to be cracked.